Event description:
It was reported to baxter (B)(4) that when the nurse changed the product for the patient, the titanium adapter could not connect to the transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4): as the titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.